Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer had high blood glucose level and diabetic ketoacidosis. Blood glucose level of the customer was 263 mg/dl at the time of incident and 243 mg/dl was current blood glucose level. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.